Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between 400-450 (mg/dl) for 4 days. Customer administered a correction bolus with the pump, administered insulin injections, and adjusted their basal insulin rate to treat bg levels. Contact reported that they believe the bg levels could have possibly been caused by the customer's hormones. Recommendation was made to consult with health care provider to discuss diabetes management.